Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a failure of the exhalation valve to open or close in addition a low inspiratory pressure alarm occurred during a pre-use check. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a failure of the exhalation valve to open or close in addition a low inspiratory pressure alarm occurred during a pre-use check. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center the issue was duplicated during an operational inspection. It was caused by a malfunction of the active exhalation control module, so the active exhalation control module needs to be replaced. Since this device is intended for early lease-up, it will be disposed of without maintenance. The active exhalation control module mentioned above will be returned to the us after removing from the device.

Manufacturer narrative:
The manufacturer previously reported information alleging a failure of the exhalation valve to open or close in addition a low inspiratory pressure alarm occurred during a pre-use check. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center the issue was duplicated during an operational inspection. It was caused by a malfunction of the active exhalation control module, so the active exhalation control module needs to be replaced. Since this device is intended for early lease-up, it will be disposed of without maintenance. The active exhalation control module mentioned above will be returned to the us after removing from the device. The product investigation laboratory (pil) was able to duplicate the test failure of suspected active exhalation control module (aecm) from the service and verified the error codes are due to the aecm not working properly. The proportional valve did not open and is stuck in closed position. In addition, the aecm failed bench and post testing. The pil has determined that aecm is faulty, and it has been scrapped.